Manufacturer narrative:
Device not returned.

Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating that the device displayed a speaker malfunction during servicing. The device did not produce any sound. The device was not in use on a patient at the time of the event. There was no report of patient or user harm. A philips response service engineer (rse) spoke to the customer. The rse determined that the device main board needed to be replaced. Results of functional testing indicate the device main board was faulty. The customer was advised to replace the main board and was provided with the part number.